Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unaware of the usage of add item button. A technical support specialist (tss) explained customer how to use the add item button and customer was able to issue medication by utilizing that feature. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user tried to pull sodium chloride for a patient however, it was not on the patient list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.